Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
According to the customer, a patient's family member observed spo2 at 59% and there were no alarms. The customer stated that "on (B)(6) @ ~20:15, the patient in rm. 340 went into a desat situation and there were no alarms present for the issue." The device was in clinical use at the time the issue was discovered. While the patient's 02 sat was reported to be 59%, the patient required only an adjustment of their bipap mask which would not be consistent with emergent care required to preclude permanent impairment, therefore we have not considered this to represent a serious injury.